Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 7 infusion sets tubing detached from connector events on (B)(6) 2024. The infusion set has been used for a few hours to 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.